Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the water-resistant cap exhibited the loop on the waterproof cap was torn during the installation RMA. Event occurred at an out of the box failure (e.g., upon receipt or unpacking). There was no patient involvement.